Event description:
The customer reported that the fibers were coming out near the distal tip. The issue was identified during preparation for use of an olympus colonovideoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.